Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic hysterectomy, the jaws of the device would not open after cutting tissue. No patient injury occurred or medical intervention was required.

Manufacturer narrative:
Additional information: unique identifier (UDI) #, evaluation summary: this report is based on information provided by post market vigilance (pmv) investigation personnel. One device was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The customer reported that when cutting the tissue the jaws of the instrument would not open and the blade trigger button was locked in place. The reported condition was confirmed. The knife is trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the d ifficulty activating the knife. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Event description:
When cutting the tissue the jaws of the instrument would not open and the blade trigger button was locked in place. They tried opening the jaw yet the same issue occurred. There was no patient injury.